Event description:
It was reported that a spectrum pump over infused medication too fast on a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h11: h11: the device was received for evaluation. During functional testing, pump reportedly infused medication too fast was reproduced. The device was sent for flow accuracy testing per swi 105 - 005, and the pump failed the second test with an error percentage of -6.79%, which is out of the acceptable tolerance range of -5% to +5%. A review of the event history log revealed an infusion of hydromorphone was started on (B)(6) 2025. The infusion was initially programmed at a rate of 2 ml/hr and a vtbi of 90 ml. The infusion was run at multiple different rates ranging from 1 ml/hr to 6 ml/hr. The pump also alarmed for "upstream occlusion!" Three times and "downstream occlusion!" One time over the course of the infusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration pressure plate assembly. The pressure plate assembly requires adjusment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.